Manufacturer narrative:
Additional information was received from the customer and the following sections were updated.

Event description:
It was reported that this patient with a 29mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately 10 years due to mitral stenosis and regurgitation. The tmvr procedure was performed with a 29mm edwards transcatheter heart valve. The device deployed without difficulty. Post deployment, the mitral valve mean gradient was 2.7mmhg with no significant lvot gradient. The valve was well-seated with no evidence of paravalvular or valvular regurgitation. There was normal bioprosthetic function and no evidence of stenosis. The patient was transferred to ccu for recovery. The patient left the or in hemodynamically stable condition. The patient was discharged home on pod #3 in stable condition.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 29 mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately 10 years due to mitral stenosis and regurgitation. The tmvr procedure was performed with a 29 mm edwards transcatheter heart valve. The patient left the or in hemodynamically stable condition. No additional details were provided.